Event description:
According to the rptr: procedure: bilateral delayed diep flat breast reconstructions abdominal artery harvest. Device was fired but when it was released it was noted that the vessel had been severed. The damage occurred halfway down the length of the clip. They were able to use another instrument of the same kind. Prophylactic mastectomies because pt is positive for brca-2breast cancer gene. No further pt complications reported. Pt is fine.

Manufacturer narrative:
MDR initial report submitted: 12/01/2008.